Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia unconsciousness and hospitalized for treatment. The customer reported blood glucose value of 24 mg/dl and the hypoglycemic event was treated with IV insulin drip and overnight hospitalization stay. The customer was also alleged pump was incorrect on time and date. The event involved product(s) mmt-332a, mmt-1884l, mmt-242a. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48 hours of the reported event. Customer was on manual mode at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-242a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a sudden low blood glucose on august 21, 2024. She said her blood glucose was 187mg/dl before leaving the house. She was later found unconscious and woke up in the parking lot with paramedics around her for a low blood glucose of 24mg/dl. She was taken to the emergency room around 6pm. She was not hospitalized. They disconnected the pump and gave her glucose drip. Pump passed self-test and displacement test. Pump was in manual mode. Pump was incorrect on time and date. Troubleshooting was done. Pump was used within 48 hours of the low. Smartguard was not used since continuous glucose monitoring system was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.